Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experience continuous elevated blood glucose (bg) in the 500 mg/dl range and ketones were high and considered as being dangerous by a healthcare provider. Customer delivered correction boluses to address elevated bg. Customer changed the pump supplies multiple times. Customer alleged pump was not delivering insulin. Pump system check was performed with tandem technical support and pump was found to be functioning as intended. Reportedly, customer discussed elevated bg with a healthcare provider.